Event description:
It was reported that the control iq software was not suspending insulin as intended. Subsequently, the customer experienced a blood glucose (bg) level of 52 mg/dl, bg was addressed via consumption of carbohydrates. Tandem technical support was unable to confirm the allegation as multiple contact attempts were made to obtain pump data for review regarding the event; however, no response was received from the customer. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.